Manufacturer narrative:
This MDR is being submitted to correct the incorrect manufacturing site and related fields that were previously submitted under 003015876-2021-01475. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information.   Physio-control will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. Physio-control performed a clinical review and it was determined that it can not be excluded that some of the injuries were caused by lucas CPR. Lucas was not believed to have contributed to the patient´s death. Physio-control performed an initial evaluation of the customer's device and no malfunction was observed. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that some injuries associated with resuscitation were noted at post-mortem of the patient. It was observed that the thoracic ribs had multiple fractures, heart wall had hemorrhages and the bronchus had torn. The patient associated with the reported event did not survive, however the customer confirmed that the device did not contribute to the patient death.